Event description:
It was reported that during the attempted implant procedure, the lead dislodged while slitting the outer sheath. The physician was unable to get the lead back into the vein. The physician had a 90 minute of fluoroscopy, so the case was ended. The physician sent the patient for an epicardial left ventricular lead placement at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).